Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the cmos-m with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos-m w/drive pcb. In addition, we confirmed that the insertion flexible tube (ift) buckled, the remote control buttons leak, the bending rubber cut, and the angulation-down angulation failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.